Event description:
It was reported that the manufacturer representative (rep) followed up with the healthcare provider (hcp)'s office to check on the pt's post-op date and they informed the rep the patient was presently in the hospital. No additional information was available. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). It was reported that the patient was implanted on (B)(6) 2025. She was in the hospital until on (B)(6) due to battery site drainage. She was kept on IV antibiotics. Cultures taken came back negative. The event has not resolved. Patient continues to have battery site drainage. Cultures continue to come back negative for infection. She will be re-evaluated at the physician¿s office on (B)(6). The patient¿s scs system has never been programmed post-operatively due to battery pocket site not healing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.